Event description:
It was reported that the r waves on the ventricular lead were low in the bipolar configuration at 2-2.8 mv. The r waves were 4-4.6 mv in unipolar. The ventricular sensitivity was switched to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.